Event description:
Pt had surgery procedure outside (B)(6). Level 3 surgeon brought the pt to our facility to complete a flap lift with epithelial removal. No info is available from surgeon other than primary procedure done with intralase. Surgeon dr. (B)(6).

Manufacturer narrative:
(B)(4) (epithelial ingrowth). Eval: at the time of this report, 3 attempts to get info from the account that performed the primary procedure were done. They reported back that without a pt name they cannot help us with pt f/u info. Eval, method, results: not available at the time of this report. Conclusion: at the time of this report, equipment eval has not been completed. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.